Manufacturer narrative:
No probe sample was returned for evaluation. A review of the related device history records for the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. The root cause for customer complaint issue cannot be determined. (B)(4).

Event description:
The surgeon believed that the air pressure was not being supplied through both of actuation lines.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the cutter did not work during a vitrectomy procedure. The aspiration status was not provided. The product was replaced and the procedure was completed. There was no harm to the patient. The product sample was not retained. Additional information was requested; however, none has been received to date.